Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 150 mg/dl. Customer stated there cracks/breaks on battery and reservoir compartment entries. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and the test reservoir does not stay locked in place due to reservoir tube lip damage also, unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. However, the insulin pump passed displacement test, prime test, excessive no delivery test, self-test, and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump had severely scratched display window, broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners. The insulin pump battery compartment still holds the battery in the pump even though the battery tube thread broken and battery is holding a charge.